Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) intermittent high and fluctuating thresholds. The leadless ipg was programed off and replaced with a conventional transvenous pacing system. No patient complications have been reported as a result of this event.